Event description:
According to the pt, by phone, the graft was implanted in 1997, anatomical location not known by pt. The pt now has "bad legs, "pt also was told by their doctor that the circulation in their legs was once again poor. Note: the incident date is unknown and has been approximated for MDR reporting purposes only.